Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the lack of pain relief was not determined. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had no pain relief and were reprogrammed twice over the past year. The patient's system was explant ed on (B)(6) 2019. The issue was resolved. No further complications reported.